Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation revision with unspecified mentor saline breast implants and suffered several unexplained systemic symptoms, including two knots found on each breast, breast pain on the left side, fibromyalgia, degenerative disk disease, degenerative joint disease, arthritis, hashimoto¿s disease, (B)(6), blood disorder, enlarged lymph nodes on the left side of the neck, hysterectomy due to pre-cancerous tumors, tumors on feet, depression, hair loss, fatigue, bone loss in knees, loss of spinal fluid, neck stiffness. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.